Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and event is confirmed by saw multiple error ID 37. "The defective part, display board was received in brézins for investigation. According to our analysis, nothing was noticed during external visual check . The reported event could not be reproduced during testing, no alarms or error messages were triggered and all tests were compliant with device specifications. The fault is probably due to another component of the device. For this complaint, with the results of analysis no defect could be noted on the part following several checking/tests. No root cause could be identified however, the error reported by the customer is confirmed in the device logs so the complaint is valid. To our knowledge this complaint is not being related to patient safety." This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: the machine appears error37 error message can not be used, need to replace the display panel (display board) reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.